Event description:
It was reported that a multifiltrate pro secucas ci-ca hd venous and arterial connectors cracked during a patient¿s continuous renal replacement therapy (crrt) treatment. The patient experienced approximately 500 ml of blood loss. The sample was reported to be available for evaluation. Upon follow up it was confirmed that the reported event occurred at the beginning of treatment. There was no system alarm. Treatment was restarted on the same machine but treatment was not completed. There was no patient injury or medical intervention reported. No further details provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Investigation: a blood contaminated arterial line from the multifiltrate blood lines was received without blister package. The batch production record review resulted with conformity. Complaint history review revealed that there are other complaints for the reported event. The reported event is adequately described in the instructions for use. There is no indication that the reported failure related to falsification. The retained sample visual inspection checked for component defect and conformity with the product specification. Leakage test checked the retained samples under air/liquid pressure for possible connection failure and leakage. There was no failure detected on the retained sample. The complaint sample examination confirmed that the arterial patient connector was cracked. The complaint was confirmed however the exact cause of the defect could not be determined.

Event description:
It was reported that a multifiltrate pro secucas ci-ca hd venous and arterial connectors cracked during a patient¿s continuous renal replacement therapy (crrt) treatment. The patient experienced approximately 500 ml of blood loss. The sample was reported to be available for evaluation. Upon follow up it was confirmed that the reported event occurred at the beginning of treatment. There was no system alarm. Treatment was restarted on the same machine but treatment was not completed. There was no patient injury or medical intervention reported. No further details provided.